Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-38989. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during prime. The customer stated she had changed the infusion set and reservoir twice and could not resolve the issue. The customer stated that the infusion sets she had been using lately have come damaged; some have the needle guard stuck and others the cannula will bend. Blood glucose at the time of the alarm is unknown; current reading was 559 mg/dl. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did not exit. She was then instructed to assemble a new infusion set with current reservoir; insulin did exit the tubing. She was then advised to rewind, reinsert the reservoir and perform manual prime; the insulin pump alarmed no delivery. Customer changed the reservoir and was able to prime. Customer was advised that changing the reservoir resolved the issue.